Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a thermocool® sf nav bi-directional catheter and thrombus/char issue occurred. The physician reported thrombus or charring was observed at the catheter electrode when the procedure was finished. The thrombus/clot was suspected to be coagulum and the patient did not exhibit any neurological symptoms since the procedure completed. The physician also reported poor signal quality during the case and suspected that there might have been an issue with the insulation of the catheter. However, it was later clarified that no physical damage was observed on the catheter. There was no patient consequence. The issue of coagulum is considered a reportable malfunction, however, the issue of poor signal quality is not a reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/21/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Based on the received product, the lot number has been verified, however, the catalog number initially reported did not match the reported and received lot number. As such, the following corrections have been processed: catalog has been updated from bni35bfh to bni35dfh. Unique identifier (UDI) has been updated from (B)(4) to (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal procedure with a thermocool® sf nav bi-directional catheter and thrombus/char issue occurred. The physician also reported poor signal quality during the case. The investigational analysis has been completed. The device was visually inspected, and it was found in good condition. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).